Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus drainage catheter was attempted to be used in an unknown procedure on an unknown date. (Patient ID, age and weight are unknown). According to the complainant, the device was noticed during unpacking to be broken outside the patient before use. The patient's condition at the conclusion of the procedure was reported to be 'ok' according to the complainant additional information is reported to be unavailable.

Event description:
It was reported to boston scientific corporation that a percuflex plus drainage catheter was attempted to be used in an unknown procedure on an unknown date. (Patient ID, age and weight are unknown) according to the complainant, the device was noticed during unpacking to be broken outside the patient before use. The patient's condition at the conclusion of the procedure was reported to be "ok". According to the complainant additional information is reported to be unavailable

Manufacturer narrative:
Analysis of the returned percuflex plus drainage catheter revealed that the distal end of the stent was broken. The detached fragment was included with the device return. Two broken sutures were present with the return; the sutures were not attached to the stent. The stent was broken approximately 6cm from the distal end. The investigation has determined that the tear is consistent with those caused by the suture. Therefore, the most probable root cause for this event is determined to be handling damage. It is also noted that stent damage due to suture removal is not a medwatch reportable condition.